Manufacturer narrative:
The reason for this revision surgery was the tearing of the rotator cuff after 11 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 878c1259. (B)(4). The root cause for the trauma/rotator cuff tear was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a massive tear on the rotator cup caused by a fall. The surgeon converted the turon shoulder to a reverse shoulder.